Event description:
The subject device was sent to an olympus service center for evaluation with no alleged complaint. During inspection and testing, service found the spare lamp lit up intermittently. There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found the spare lamp lit up intermittently. A review of the device history record found no deviations that could have caused or contributed to the spare lamp lighting up intermittently. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the spare lamp lit up due to a faulty regulator. However, a definitive root cause of the reported issue could not be identified. The cause of the faulty regulator could not be determined. Olympus will continue to monitor field performance for this device. In addition, the bottom chassis was heavily dented, the main circuit board had damaged components due to impact, the output socket was loose, and the main lamp was a non-olympus lamp. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.